Event description:
As reported (B)(6) 2015, a pt of unk age and gender presented for an microwave procedure of the liver. After placing the probe, the treating physician attempted to lift the liver with the probe to gain better placement. The probe tip fractured off from the probe shaft inside of the pt. The physician determined not to remove the fractured tip at that time. The device was set aside, and a new of the same device was used to complete the procedure. It was reported the pt was stable post procedure. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).